Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2017, the fse replaced the waste pump, cleaned the waste reservoir, and checked for kinked tubing. Reagents were primed and a daily check was run without error. The most probable cause of the reported event was a waste pump failure.

Event description:
On (B)(6) 2017, a customer reported fluid leaking from the large overflow tubing on their aia- 360 analyzer. The leak was first noted on (B)(6) 2018 and continued with each sample run. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2, prog iii and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.